Manufacturer narrative:
The insulin pump functioned properly and passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. However, the insulin pump had minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer called to report that he was hospitalized for low blood glucose levels. Customer reported that he bumped his insulin pump during a low blood glucose episode and the pump is broken on the reservoir compartment. Customer stated that he has been experiencing low blood glucose levels for a couple of months. Customer stated that he has had more low blood glucose levels since he started using humalog. Customer stated that when he was using novolog 230 he did not experience as many low blood glucose episodes. Customer reported that he was admitted as an inpatient for medical treatment. However, customer's blood glucose level at the time of admission was not included in the report. Customer stated that he was out shopping and fainted. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.